Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, patient was programmed successfully and recovering well . Information indicates that only one of the leads was migrated. Note: unknown which lead migrated. Hence, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15290. It was reported that the patient experienced discomfort in the sternum with stimulation on. X-ray confirmed lead migration. Reprogramming was unable to provide full coverage. As such, surgical intervention may take place to address the issue.